Event description:
Additional information received on 04/03/2026 for report mw5176241. Urgent follow-up ¿ serious adverse event, regulatory failure, and emerging safety signal - registered medwatch system under manufacturer report number 3010511300-2025-00873 (july 15, 2025/september 30, 2025/october 26, 2025), executive summary: I am living with a deformed body, severe nerve pain, and profound functional limitations that prevent normal movement of my abdomen and back. Despite two reconstructive surgeries, extensive physical therapy, high doses of medication and acupuncture, my pain persists. The physician responsible has attributed these outcomes entirely to "my body," refusing to provide treatment parameters or cooperate with investigations. This combination of unresolved severe harm, missing data, and apparent noncompliance raises urgent concerns about whether the technology, the physician's application, or both are unsafe--and whether other patients may be at risk. I am providing this update to my previously submitted serious adverse event report. Even after two reconstructive surgeries, I continue to experience persistent and debilitating nerve pain that has not responded to high-dose medication. I have undergone numerous sessions of physical therapy and acupuncture, with no improvement. I also live with a visibly deformed body, and any movement involving my abdomen and back is restricted and painful. I now face additional surgeries, some only for aesthetic purposes, while I urgently require a procedure to relieve my pain. During my second reconstructive surgery, extensive fibrosis was identified, much of which could not be removed due to the risk of necrosis, as documented in the submitted surgical video. The brazilian regulatory authority, anvisa, has classified my case as "inconclusive." This determination results directly from the absence of critical treatment parameters that have not been disclosed by the physician involved. Although anvisa has the authority to demand this information, it remains unreleased, leaving the investigation incomplete for nearly one year. The physician also failed to fulfill legal and regulatory obligations: properly documenting the procedure, retaining relevant treatment data, reporting adverse events, and cooperating with the investigation. This lack of compliance has directly obstructed a reliable assessment. Importantly, this may indicate a broader safety signal. Among eight individuals treated with the same technology and by the same physician, three have formally reported adverse events to anvisa, and two of these requested formal investigations with the manufacturer's legal counsel at inmode. The concentration of adverse outcomes raises the critical and unresolved question: whether the harm is caused by the technology itself, the physician's application, or both. Without full access to treatment parameters and proper cooperation, this cannot be determined. This situation presents a serious patient safety concern. Missing data and noncompliance prevent a clear evaluation and may leave other patients at risk. A complete assessment depends on obtaining all relevant treatment parameters and ensuring compliance with reporting and cooperation requirements. For completeness, I am sending via email ((B)(6)) extra documents and photos. I fully understand that oversight in brazil falls under anvisa. However, given the potential implications for device safety and post-market surveillance, I respectfully ask that the FDA consider this information within its oversight framework. The central issue--whether the technology is unsafe, whether there is misuse, or a combination of both--has direct relevance to patient safety beyond a single jurisdiction. I respectfully request confirmation of receipt of this update and any information you may be able to provide regarding the status of my submission. I urge the FDA to treat this as an emerging signal of potential systemic risk that warrants urgent attention. Thank you for your urgent consideration of this matter. (B)(6).

Event description:
Additional information received from the reporter on 06/09/2026 for report number mw5176241. (B)(6) / dear FDA team, I am writing as a follow-up to my prior communication regarding serious injuries associated with bodytite / rfal technology. I respectfully ask the FDA to consider why there is no public safety communication specifically addressing bodytite or rf-assisted lipolysis devices, despite the fact that these systems deliver radiofrequency energy internally into soft tissue and may be far more invasive than external or superficial rf aesthetic devices. In my case, I suffered severe and permanent deformities, fibrosis, chronic pain, nerve injury, and restriction of movement after a bodytite procedure. From the same physician alone, I have identified at least eight victims, and I am aware of another additional case. Three victims have already formally reported their cases to anvisa, the brazilian health regulatory agency. My concern is that the FDA will never have a complete risk assessment of bodytite if it relies primarily on formal adverse-event reporting systems. Many adverse events are never reported by physicians, and most patients are unaware of reporting mechanisms or that their injuries may be reportable device-related events. I only discovered these regulatory pathways because I have spent more than a year and a half researching what happened to my body. The absence of reports does not mean absence of harm. Serious complications may remain invisible to regulators while patients continue suffering permanent injuries. I would also like the FDA to understand the severity of my condition. Over the last year and a half, I have consulted multiple physicians, pain-management specialists, neurologists, and a neurosurgeon specializing in nerve injuries. I continue to receive essentially the same conclusion: my pain is likely permanent and there is currently no curative treatment available, only symptom management. I have already undergone invasive pain-management procedures, including nerve blocks, and two reconstructive surgeries, with additional procedures still anticipated. This is why I respectfully urge the FDA not to wait for a perfect database of complaints before acting. There is already FDA public communication regarding risks associated with rf microneedling technologies. I respectfully ask the agency to consider whether body tite and rf-assisted lipolysis devices¿which deliver radiofrequency energy internally and more aggressively into tissue¿warrant similar public attention and warnings. I respectfully request that the FDA consider issuing a safety communication specifically addressing bodytite / rfal technology, including the risks of thermal injury, fibrosis, deformity, nerve damage, chronic pain, and functional impairment. I am available to provide any document necessary. Thank you for your consideration.

Event description:
I respectfully request FDA oversight regarding inmode ltd. And its bodytite (radiofrequency-assisted lipolysis, rfal) device. My case demonstrates how inmode has limited itself to superficial adverse event registration while avoiding meaningful investigation, patient engagement, and transparency. This practice undermines patient safety and obstructs FDA's post-market surveillance system, which depends on full disclosure and investigation to protect the public. On (B)(6) 2024, I underwent a bodytite (rfal) procedure in (B)(6), brazil, performed by dr. (B)(6). Bodytite is marketed as a "minimally invasive contouring solution" that tightens skin and reduces fat with radiofrequency energy, with advertised benefits of safety, precision, and minimal downtime. Instead of these outcomes, I sustain a serious adverse event including: permanent abdominal and back deformities; chronic pain and nerve damage; loss of mobility and basic functionality. My new doctor has confirmed I require at least three reconstructive surgeries to restore minimal abdominal function. My back cannot be surgically repaired. I had the first surgery on (B)(6) 2025; the second will be on (B)(6) 2025. Inmode's conduct: since (B)(6) 2025, I have repeatedly contacted inmode, its u.s. Counsel, and its brazilian distributor (B)(4). Despite this: inmode delayed any review for months, citing "patient privacy" as an excuse to avoid engagement; I proactively sent medical records and offered full authorization, yet inmode only belatedly provided an authorization form on september 5, 2025.when I asked inmode's u.s. Counsel when an investigation would begin, I was told: "inmode cannot estimate when your provider in brazil will respond." This reflects reliance on a noncooperative physician rather than the manufacturer fulfilling its obligations. Inmode and its counsel never answered my basic questions: what were the technical causes of my injuries? Which device records were reviewed? What protocols exist for reporting and physician training? No technical findings have been shared. No evidence of meaningful investigative action has been presented. Registration without investigation: I understand inmode submitted an adverse event report to FDA on july 15, 2025. However, this was the company's only action: no effective investigation was performed; the company accepted my provider's refusal as final; no device traceability data, calibration logs, or adverse event analyses were provided. No substantive patient engagement occurred. This "check-the-box" practice reduces FDA reporting to paperwork, leaving injured patients without answers and regulators without evidence of true product safety. Human impact: the FDA's database form cannot reflect the extent of my suffering. For nearly a year: I live in constant pain, relieved only when asleep. It feels as if cement has been placed inside my torso, with tissues glued together. Any movement, even eating or drinking water, intensifies pain. I endure daily burning, tugging, and nerve-type sensations. My abdomen is permanently deformed, my mobility impaired, and my back irreversibly damaged. The adverse event report filed by inmode does not convey this devastating human impact nor the systemic risk it represents for other patients. Broader pattern of risk: I am in contact with other patients of dr. (B)(6) who suffered identical deformities and complications. He admitted to me that at least four other patients required corrective surgeries due to bodytite. I reported this to inmode's counsel, yet no action was taken. Such admissions should have triggered immediate escalation and robust reporting to FDA. Request to FDA: I respectfully urge FDA to: require inmode to conduct and disclose a full technical investigation of my case. Please check google r link https://maps.app.goo.gl/ufaf9bqqty9bbdop7?g_st=iw to verify another victim burned by the same equipment/ doctor. Registered at anvisa (brazilian regulatory agency, its role is similar to FDA) under (B)(4). Anvisa does not even acknowledge or reply to my emails, which makes the situation even more alarming. I fear that because doctor is wealthy and influential, a proper investigation is being avoided.